Event description:
On (B) (6) 2007, it was reported that the patient fell. X-ray identified a lead dislodgement. The lead was later removed due to infection.

Event description:
It was reported that the lead was capped due to a lead anomaly.

Manufacturer narrative:
The reported field experience was confirmed. Analysis noted abrasion on the outer insulation, which exposed the lead's conductors. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical measurements indicated a fractured rv shock coil.